Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole consistent with explant sharp instrument damage, most likely occurring during the explant surgery. The second cylinder performed within specifications. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. Based on the information available and analysis results, the activation issue identified in the pump confirmed the reported event of pump not performing as expected and staying flat. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort because the inflatable penile prosthesis (ipp) pump was not performing as expected and would stay flat. The patient underwent a revision surgery to remove and replace the pump and cylinders. There were no further patient complications.

Event description:
It was reported that the patient experienced discomfort becuase the inflatable penile prosthesis (ipp) pump was not performing as expected and would stay flat. The patient underwent a revision surgery to remove and replace the pump and cylinders. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.